Event description:
The event occurred in germany. It was reported that the error message ¿eeprom error¿ occurred on the rotaflow console (rfc) by turning on the rotaflow console before priming. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿eeprom error¿ occurred on the rotaflow console (rfc) by turning on the rotaflow console before priming. No patient was involved. No harm to any person has been reported. This behavior can cause an unintentional pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n 93201479 and the reported "eeprom error" could be confirmed. The customer confirmed not to order any repair due to the age of the device (produced in 2009). The device is a loaner unit and will be preplaced with a new loaner unit. The exact root cause therefore could not be determined, however the "eeprom error" was investigated in a previous complaint. It could be determinced it was caused most probably by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Further getinge life cycle engineering assessed the following causes: - exceedance of age or write cycles. - temperature above or below the specified temperature range. - disturbance in the data or address lanes (e.g. By emi or malfunction of other connected components) - statistical failure based on these investigation results the reported "eeprom error" could be confirmed. The review of the non-conformities was performed on 2024-06-24 and during the period of 2009-11-11 to 2024-06-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2009-11-11. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.